Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was discarded.

Event description:
It was reported that a perforation occurred in the left anterior descending coronary artery. The 2.8x26 mm graftmaster stent delivery system (sds) was inserted to treat the perforation, but it was unable to cross an older stent in the proximal segment. The undeployed sds was removed from the patient. The perforation was sealed with inflation of a balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay related to the graftmaster. No additional information was provided.